Event description:
4/29/98-child with internal permanent pacer lost heart rhythm with his internal device, and began decompensating. Staff attempted to externally pace with patches & pacer. Attempted to change ma (milliamps) but the dial would not decrease (was at 40), it would only increase (0 to 100), even if dial turned the other direction ma kept increasing. When the pacer was turned off and re-started it was at zero and able to be slowly increased to the desired setting of 38.